Event description:
It was reported that the programmer returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer had the wrong bezel/overlay assembly, and that it powered up to an error. It was also determined that there were broken handles on the case, a loose screw inside the display assembly, that the power cord bay door was missing latch tabs, that the system fan was intermittently noisy, that there was a loose electrocardiogram connector, there was corrosion on the lower display hinges and that the hinge plate was dented and scuffed up. Concomitant product: product ID 229047 software analyzer; product ID 2067l radio frequency programmer head. (B)(4).